Event description:
On 6/4/93 an ipp device was implanted. On 1/2/96 the left cylinder and pump were revised. On 2/21/97 both cylinders and pump were removed from the pt and replaced due to cylinder rupture -hole in component.